Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a 10 unit bolus without user confirmation. Reportedly, the customer had accidentally entered 22 units of insulin to be delivered; however, only 10 units were delivered due to the customer's max bolus limit of 10 units. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.